Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system devices returned. The complaints stated: ¿when the stitching was tightened, the wire was broken.¿ neither device had their protective blue split protective cannulas returned. The device had a white depth limiter attached, but the component is not part of an ultra-fast fix assembly. It is a component from a fast fix 360 device. It was creased and flared at the distal end which is consistent with tissue resistance with probing. The needle was slightly twisted toward the right. T1, t2 and suture were returned used. The anchors had been tightly cinched together. Both actuator levers had been retracted. This style product requires user controlled actions for the advancement, release, stripping of the anchors and manipulation of the suture. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. No mechanical issue was found for either device. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscus repair surgery,when the stitching was tightened, the wire was broken. The implant was removed with straight pliers and finally a backup device was used to complete the surgery. No significant delay or patient injury reported.